Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. No root cause could be identified since no product sample nor objective evidence was provided for investigation. Current manufacturing mitigations includes 100% visual inspection by manufacturer, manufacturer continuous monitoring sampling and quality assurance sampling inspection.

Manufacturer narrative:
The device was discarded after the case. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a pxmk2005 detached at the connection with a filter which was described to be between the patient tubing and transducer. Saline leakage alerted the nurse to troubleshoot who then saw the detachment. There were no patient injuries reported.